Manufacturer narrative:
(B)(4). Method: the complaint device rt045 non-vented hospital full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on customer's description of event and our knowledge of the product. Results: the customer stated that the complaint device has gotten wet and that the velcro tab lost adhesiveness after long period of use. Without the complaint device, we are unable to determine the cause of the reported event. The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (fph) field representative that the headgear strap of an rt045 non-vented hospital full face mask slipped off after a long period of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the headgear strap of an rt045 non-vented hospital full face mask slipped off after a period of use. There was no reported patient consequence.